Event description:
Patient reported right side "rupture." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, right side "rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, a device appears to be intact with pink biological tissue. Has red particles on the surface of the device, labeled right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.